Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Ail sensor assy- cracked housing. Iui- corrosion. Lvp bezel post recall group 1 - dom 2019- 09/24/2019 07:48:10 (B)(4). Recall point of contact: (B)(4) biomed manager/(B)(4)/(B)(4) 10/07/2019 14:33:21. (B)(4) missed - est - rcl to mjr. 10/10/2019 07:42:12 (B)(4) there was no patient involvement confirmed updated from rcl to mjr for the major repairs needed per (B)(4), service tech. Repair approved by (B)(4), biomed, at (B)(4) for $(B)(4). Use new po# (B)(4) 10/17/2019 14:49:52 (B)(4) waiting for door # tc10012661. 11/01/2019 16:27:20 (B)(4) lvp bezel post recall completed. Replaced bezel, ail kit, door, iui connectors, and membrane frame. Performed pm, and calibration. 11/01/2019 17:48:37 (B)(4) replaced u4 on display board for dim segment. 11/01/2019 17:49:04 (B)(4) verified u4 passed sodler pcb 11/04/2019 14:37:21 (B)(4) (B)(4) 11/14/2019 19:26:03 (B)(4). During the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Ail sensor assy- cracked housing. Iui- corrosion. (B)(4). During the repair process, it was determined that the original problem code should have been broke (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.